Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.1 was not detected on the bus. All pockets associated with drawer 5.1 displayed the same "device not detected on bus" message. Troubleshooting steps included rebooting the station twice; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue had been resolved by the customer by rebooting the station. The fse verified with the customer that all drawers were functioning properly, and no further investigation was required. The system functioned as intended after the customer resolved the issue.